Manufacturer narrative:
The company service representative examined the system and found the laser beam distribution was not uniform. The company device representative replaced the yag cavity. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported lens pitting with the laser. No pt injury was reported.